Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experiences discomfort at the ipg site. The pt indicated she has lost weight and the ipg is moving in the pocket site. The pt requested to replace her rechargeable ipg with an ipg that did does not have to be charged. Surgical intervention will take place at a later date to address this issue.